Manufacturer narrative:
According to further information obtained via the sales organization in belgium there was no complaint about this lead. The original event description submitted concerns the lead sn (B)(6) (MDR-1028232-2020-04606). Both leads were implanted in the same patient. Sn (B)(6) from 2006 (exact date unknown) till (B)(6) 2007, the lead was explanted but no complaint concerning this product has been submitted. There is no data available. The product is not available for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing.

Event description:
It was reported that approx. 135 months after the implantation the patient received an appropriate and effective shock. During a follow-up afterwards pacing impedance was out of range (greater than 3000 ohms) with good sensing. The records showed noise in the past and it was decided to explant the lead.